Event description:
It was reported to philips that system did not fully boot. The system was not in clinical use at the time of the reported event. There was no allegation of injury. An investigation into this complaint has been initiated by philips.